Manufacturer narrative:
(B)(4). This is a report of use error, where there was a loose connection between a solution bag and the supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected during dwell one of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that they had not been making the connections tight enough. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.